Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). Patient weight was not available for reporting. Date of event: unknown. This report is for one unknown 4.5mm cortex screw. Other number¿UDI: part number unknown, UDI is unavailable. Therapy date: the initial date of implant is unknown and only the year of implant, 2009, was reported. The subject device is not expected to be returned to the synthes manufacturer for evaluation at this time. 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an open reduction internal fixation (orif) revision surgery of the left humerus on (B)(6) 2016 due to non-union and one broken unknown 4.5mm cortex screw. It is unknown when the non-union and the broken screw were discovered. The patient was initially implanted on an unknown date in 2009. During the revision surgery, one 4.5mm narrow locking compression plate (lcp) and a total of five (5) screws were removed. The screws consisted of three 4.5mm cortex screws and two 5.0mm locking screws. One of the three 4.5mm cortex screw was noted as broken. The remaining hardware was removed successfully and intact. The surgeon was able to retrieve the broken head of the screw, however, was unable to retrieve the shaft of the screw which was left in the patient. The attempted retrieval of the screw shaft resulted in a two minute surgical delay. Standard x-rays were taken unrelated to the broken screw. The patient was revised to an 11-hole narrow large fragment plate with seven 5.0mm locking screws and two 4.5mm cortex screws. The surgeon added bone graft and reportedly, was satisfied with the reduction and outcome of the fixation. The revision surgery was completed successfully. This report is for one unknown 4.5mm cortex screw. This is report 1 of 1 for (B)(4).